Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during initial drain on the homechoice (hc). The home patient (hp) stated did not start the initial drain prior to connecting. The technical service representative (tsr) advised hp to end therapy and start over with new supplies. Cause of alarm was unknown. No patient injury or medical intervention was reported.

Event description:
This is a spontaneous report by a nurse from (B)(6) of diarrhea, fever, and peritonitis in patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced diarrhea. On (B)(6) 2010, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and fever and was hospitalized. The patient was treated with unspecified antibiotics. The cause of the peritonitis was diarrhea. Dianeal pd4 unknown bag therapy was ongoing. The peritonitis was resolving. It was unknown whether the diarrhea and fever resolved. The reporter believed the peritonitis was not related to dianeal pd4 unknown bag therapy. The reporter did not provide an opinion of causality for the diarrhea and fever.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).